Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the up button stopped working so the customer did not give them self a bolus as well as down button seems to not be working, customer changed the battery in it and it was not working. Customer's blood glucose value 176 mg/dl. Customer was assisted with troubleshooting. Customer also reported that the time clock for one minute was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test.